Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as myocardia infarction with unstable angina and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (prox lcx) with 99% stenosis and was 15mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.50x20mm promus element plus stent, with 0% residual stenosis following post-dilation. In (B)(6) 2013, the patient presented to the emergency department in a state of full cardiac arrest with agonal pulseless electrical activity (pea) and was found to be apneic. The patient was pulseless for 30 minutes prior to arrival and was on laryngeal mask airway with intraosseous infusion on arrival and cardiopulmonary resuscitation in progress. The patient was reviewed and pronounced dead in the emergency department. The primary cause of death was noted to be cardiac arrest.